Manufacturer narrative:
Received a 6f pro- PICC for evaluation. The device was forwarded to the contract manufacturer for evaluation and investigation. A visual inspection reveals the catheter to be trimmed at the 44cm mark. There is no visible damage to the luers, clamps, extension, or hub. The lumen is partially separated from the hub. The end of the lumen which remains inside the hub appears to have been pulled. Inspection records, device history records and inspection of the returned sample were performed. Upon evaluation for lumen patency the part of the lumen that remained inside the hub appeared to have been pulled. 100% leak testing was performed on the catheter sub-assembly prior to release. It was determined that the damage observed was not related to the manufacturing process. No corrective/preventative actions were required. A review of the risk analysis found that this failure, catheter leaks, had been addressed and no new risks were identified.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
When flushing PICC immediately after placement noticed leaking and hole at site where PICC joins hub.